Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was not returned for evaluation (still implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician the inability to program the hakim programmable valve. The valve was implanted in a patient via lumbar peritoneal shunt between the years, 2014-2016 for idiopathic normal pressure hydrocephalus. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The initial setting was unknown. On an unknown date, the patient¿s clinical hydrocephalus symptoms appeared to be worse. The physician attempted to change the shunt setting to low by vpv (valve positioning verification) without success. The provider attempted to change the setting under fluoroscopy, it still could not be, shunt contrast was performed. The lumbar catheter was torn (noted on x ray). The physician decided to follow up with the patient and follow clinical symptoms rather than change the valve.